Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl) and ketones. Customer administered an insulin injection to treat their bg level. Reportedly, customer performed troubleshooting on their own, and stated that they did not see drops of insulin exit the end of the tubing during filling. Customer changed their supplies. Reportedly, the customer uses apidra insulin in pump cartridges. Tandem technical support advised the customer that apidra is not recommended for use in the pump cartridges, and recommendation was made to consult with their health care provider to discuss diabetes management.